Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device rigid video scope had a considerable physical damage to the eyepiece cap (distal end). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end of the insertion section had contour sharpness. Based on the results of the investigation, there was physical damage to the tip because the distal end of the insertion section had contour sharpness. Should additional if relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device rigid video scope had a considerable physical damage to the eyepiece cap (distal end). There were no reports of patient harm.